Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia leading to diabetic ketoacidosis with blood glucose level 423 mg/dl. The customer was treated with insulin drip for high blood glucose level. Customer reported other events such as insulin pump frozen. The customer was stuck on the rewind screen because they couldn't complete the process. Customer was unable to complete care link upload. The customer also reported that insulin pump received motor error. The drive support cap was normal. Customer reported insulin squirting out during the load reservoir process. The insulin pump will be returned for analysis.